Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13126. It was reported that when the patient presented in the lab for a device change out due to eri. Noise was noted on both right ventricular and atrial leads. Insulation damage was visually observed on the right ventricular lead. The ring conductor was exposed. The patient¿s underlying rhythm was mobitz ii heart block. The right ventricular lead was capped and replaced on aug 30, 2019 while the atrial lead was kept in place. Patient was stable.